Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that whilst connecting a t2 tibial nail to the t2 suprapatella nail adaptor, the surgeon noted that although the nail was correctly aligned with the adaptor, it still had some movement. He tightened the bolt as much as he could to no avail. He decided to remove the bolt and try again only to find that this was not possible. The bolt appeared to have cold welded into the nail. The surgeon had to switch to the infrapatella incision. He had already completed reaming through the suprapatella incision so the change was relatively simple. He reamed to the next nail diameter and inserted the nail using the t2 infrapatella nail adaptor. There was a delay of about 10 minutes in the procedure whilst the surgeon tried to separate the nail from the bolt. The patient was adversely affected, as an extra incision had to be made to accommodate the new entry point for the nail.

Event description:
It was reported that whilst connecting a t2 tibial nail to the t2 suprapatella nail adaptor, the surgeon noted that although the nail was correctly aligned with the adaptor, it still had some movement. He tightened the bolt as much as he could to no avail. He decided to remove the bolt and try again only to find that this was not possible. The bolt appeared to have cold welded into the nail. The surgeon had to switch to the infrapatella incision. He had already completed reaming through the suprapatella incision so the change was relatively simple. He reamed to the next nail diameter and inserted the nail using the t2 infrapatella nail adaptor. There was a delay of about 10 minutes in the procedure whilst the surgeon tried to separate the nail from the bolt. The patient was adversely affected, as an extra incision had to be made to accommodate the new entry point for the nail.

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition unknown.